Event description:
Intermittently under-sensing on the current egm, variable to high atrial capture thresholds on lead trends. Reason for check: fall, near syncope (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).